Event description:
Damage to the pump housing surrounding the usb port was reported by a caller, which impacted the ability to charge the pump, although it did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump, confirmed the shipping address, and instructed the caller to put the defective pump into storage mode before returning it using a pre-paid label within 10 days. The customer acknowledged understanding these instructions and planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.